Event description:
It was reported that 295 days after a coronary artery drug eluting stenting procedure the pt experienced a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.7mm. 90% stenosed, 10mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.75x16mm drug eluting stent in the target lesion followed by post dilatation. There were no known complications. The pt was discharged the next day on plavix and aspirin. Tow hundred and ninetysix days after the initial procedure the pt experienced a tvr. The physician implanted a johnson & johnson cypher stent in the mid lad to treat in-stent restenosis of the taxus stent. The pt was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.